Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal neck was 170mm. The pt has a history of coronary artery disease, hypertnesion and a 10% ejection fraction. Vessel morphology is unknown. It was reported that the stent graft was pulled during retraction of the runners, and the left hypogastric artery was occluded. Two 28mm x 3.74cm aortic cuffs were implanted proximally to ensure an adequate seal. Final angiogram demostrated a small blush of contrast and it is unknown if it is transgraft or a type ii endoleak; however, there was a successful outcome. No clinical sequelae were reported, and the pt is reported to be fine.